Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: traced to the user not following the manufacturer's instructions. The event can be prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Doing so could damage the camera cable. Do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited failed water leak test. There was no patient involvement.